Manufacturer narrative:
This report is filed on april 24, 2018.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2018 due to infection at implant site. There are no plans to re-implant the patient with a new device as of the date of this report.